Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The hook cev2295a 3pk n5 for hook handle (cev2295a) was returned for evaluation: failure analysis: product or objective evidence was returned, and the evaluation verified that the problem statement is confirmed. The blue coating is melted on the tip side of the hook. Root cause analysis: this is probably due to the use of too high a voltage or a prolonged activation of the device. A corrective and preventive actions (CAPA-00294) is being processed regarding this problem, and to confirm the root cause.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hook cev2295a 3pk n5 for hook handle (cev2295a) melted in the patient's pelvis during a procedure. It is unknown whether there were any clinical consequences, such as injury, death, surgical delay, or whether additional procedures were taken at this time.